Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements greater than 3000 ohms. This resulted in a lead safety switch (lss) form bipolar to unipolar sensing configuration. An x-ray confirmed that this lead had become fractured with subclavian crush. The clinic elected to maintain reprogrammed settings and continue to monitor. No adverse patient effects were reported. Currently, this lead remains in service.